Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by medication was not loaded in the pyxis machine due to non-population in the report. The technical service engineer provided information and found medication was backordered to resolve the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm small server w/sql. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had medications that do not populate on the orders. The customer reported able to get medications from another station and there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.